Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg found it to be satisfactory.

Event description:
A report was rec'd that the pt was experiencing pocket pain. The physician discovered that the pt had an infection due to pus and drainage at the pocket site and decided to explant the ipg. The physician believed the infection was procedure related and prescribed the pt antibiotics.